Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, prior to sensor deployment the deployment needle detached from the carrier. There was no patient involvement. No additional event or patient information is available.